Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodgement with no patient symptoms. This happened prior to the patient discharge. The physician repositioned the lead with no difficulty. The patient was cleared from the hospital with no other concerns. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.